Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: the pouch was broken when the specimen was pulled out from the small incision. Broken pieces were retrieved from the cavity. Another device was used and the procedure was completed. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).